Manufacturer narrative:
Approximate age of device ¿ 24 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient experienced major bleeding with an unknown site of bleeding. Hemoglobin dropped to 7.6 g/dl and the patient was given two units of packed red blood cells (prbc). On (B)(6) 2018, the patient was given 1 additional unit of prbc. No overt source of bleed was noted. Anticoagulants at the time of event were aspirin and warfarin. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.